Manufacturer narrative:
According to the information provided by the technician, review of the device's logs confirmed that several clinical alarms have been generated, as an indication of difficulties with ventilating the patient. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction. Alarms such as check tubing, respiratory rate high and inspiratory flow overrange indicate an excessive leakage in the patient circuit. Alarms will be generated when set alarm limits are exceeded, as per design to alert the operator about ongoing issues. The device passed all performance tests and was returned to clinical use. The conclusion is that the difficulties may either be due to non-optimal user settings of the device for the actual patient or leakage in the patient circuit, but there was no technical malfunction of the ventilator itself. As the source of the alarm activation is unknown, the cause of the reported issue has not been determined.

Event description:
It was reported that the ventilator generated alarm for check tubing and waveform changed during ventilation there was no patient harm. Manufacturer's ref. #: (B)(4).